Manufacturer narrative:
Report confirmed. Evaluation determined that the perforator attachment continues to run while it was not confirmed for the motor. The likely cause was identified as worn bearing. It was also noted that the attachment's front housing was scratched and the laser markings were faded, the motor bearings were worn and it overheated with a temperature rise of 29.9°f but it was within specification and below threshold. Device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. Concomitant product: em200-r. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the case, the ad03 device didn't stop when it was supposed to. It could have hit the derma layer but a hematoma prevented that from happening. No patient impact was initially reported. On follow-up it was confirmed that the hematoma was present before the operation and was the indication for the procedure. There was no patient/staff impact or delay due to the said malfunction.

Manufacturer narrative:
Additional follow up of analysis result of ad03 device determined that evaluation could not reproduce the reported malfunction of continues to run. It was noted that the bearing was worn. It was also noted that attachment's front housing was scratched and the laser markings were faded. If information is provided in the future, a supplemental report will be issued.